Event description:
The manufacturer representative reported the patient received no benefit, side effect, or any response during the microstimulation phase of lead placement. The testing cable was exchanged and still the patient had no response. The hcp replaced the electrode with another new electrode and the patient responded accordingly to the microstimulation. The working electrode was permanently implanted and no non-working electrode was returned to the manufacturer for analysis. It was noted the returned electrode was bent in the process of packing it for return to the manufacturer. There was no reported injury to the patient.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.